Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified and risks were within acceptance criteria. Reference: (B)(4).

Event description:
It was reported that a screw was torqued thru a pedifoot 3.5 mm angle iron, 6mm plate.